Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws.â â.  Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
It was reported that there was a battery failure during a case that caused loss of mechanical ventilation. The unit was replaced and case resumed. There was no patient injury.